Event description:
On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, the patient complained of pain and swelling at the mid-back incision site, as well as by the ipg. The doctor saw the patient the next day and used a needle and syringe to remove fluid. The fluid was mostly clear in color. The doctor sent the fluid for a growth culture. Nothing cultured in the sample by the next day and the doctor thought that the patient just had fluid build-up. On (B)(6) 2010, there was a change in the culture results; the culture now showed enterococcus. The patient is currently on antibiotics (type unknown).

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.